Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), fallopian tube perforation ('fallopian tube perforation / extrusion') and uterine perforation ('perforation of uterus') in a (B)(6) year old female patient who had essure (batch no. Csoohw,c38208) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 6. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia") and infection ("infection"). The patient was treated with surgery (partial hysterectomy, partial left sided oophorectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, uterine perforation, pelvic pain, genital haemorrhage, dyspareunia and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, infection, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), fallopian tube perforation ('fallopian tube perforation / extrusion') and uterine perforation ('perforation of uterus') in a 40-year-old female patient who had essure (batch no. Csoohw-invalid, c38208) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 6. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia") and infection ("infection"). The patient was treated with surgery (partial hysterectomy, partial left sided oophorectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, uterine perforation, pelvic pain, genital haemorrhage, dyspareunia and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, infection, pelvic pain and uterine perforation to be related to essure. Lot number reported (csoohw) is not valid batch no c38208, production date 2014-03-19, expiration date 2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), fallopian tube perforation ('fallopian tube perforation / extrusion') and uterine perforation ('perforation of uterus') in a 40-year-old female patient who had essure (batch no. Csoohw-not valid, c38208) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." The patient's medical history included multigravida and parity 6. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia") and infection ("infection"). The patient was treated with surgery (partial hysterectomy, partial left sided oophorectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, uterine perforation, pelvic pain, genital haemorrhage, dyspareunia and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, infection, pelvic pain and uterine perforation to be related to essure. Lot number reported (csoohw) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.